Event description:
It was reported to medtronic minimed that the customer experienced that the label stickers reported as missing. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was partially performed and issue continuous the same . No harm requiring medical intervention was reported. The product mmt-1884l returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, stained and cracked keypad overlay, cracked reservoir tube lip, partially broken reservoir tube lip, and faded serial number label. Cosmetic damage was confirmed at the serial number label during analysis. Confirmed retainer ring damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.